Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient¿s device had not worked for a couple of years and the therapy stopped helping the patient¿s symptoms. It was noted that a manufacturer representative had ¿stopped a couple of times and got it going.¿ after that, the patient could not keep the implantable neurostimulator (ins) charged up. Last time, the patient spent 12 hours charging the ins. The patient stated that a manufacturer representative had been notified in 2012 or 2013. It was noted that the patient did not have a managing healthcare professional. The patient later reported that he was going to go back home to have his implant serviced as the patient was currently in a different state. No event cause was reported for this event. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine event cause and steps taken to resolve the reported issues. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included non-malignant pain and other non-malignant pain.